Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: visual analysis revealed that the left-sasi exhibits an overall appearance of normal wear from multiple uses in a clinical setting. Additionally, evidence of slight abrasion was observed around the pins that interface with the saw lever. Functional assessment found the sasi saw clamp lever was free to articulate without the saw handpieces engaged, only a slight stiffness was noted. However, while conducting functional tests with the production equivalent saws attached, the assessment found undesired movement or play between the sasi clamp and sasi itself. Despite the toggle there was no undesired movement or play noted between the saw-sasi clamp mechanism and the saw. The overall complaint was not confirmed as the observed stiffness of the lever did not impact the assembling and disassembling process of the sasi clamp mechanism. However, undesirable mechanical play between the saw clamp and the sasi body was observed. The issue related to the looseness has been escalated to a CAPA.

Event description:
It was reported that the robotic assisted saw interface device was being used when errors occurred on the system. During an in-house engineering evaluation, it was determined that the saw interface device had undesired movement or play between the clamp and the device itself. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.